Manufacturer narrative:
Philips has investigated this complaint. A philips engineer inspected the system onsite and confirmed that the system would not boot up. Fse performed troubleshooting and identified that the issue with host pc power supply and replaced the host pc power supply. After replacement of host pc power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system would not boot up. The device was not in clinical use at the time of the reported event. No harm was reported.a philips field service engineer (fse) confirmed the issue reported and proceeded to replace the suite pc in order to resolve the issue. System was returned to use in good working order.